Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 300 mg/dl range and insulin injections were used to address the bg level. The customer was troubleshooting with tandem clinical diabetes specialist. The customer thought that the occlusions may have been due at the distal part of the tubing at the connector or due to the sensitivity of the pump.